Event description:
(B)(4). It was reported that angina, dyspnea and in-stent restenosis (isr) occurred. On (B)(6) 2012, the patient presented due to unstable angina and patient was diagnosed with myocardial infarction (mi). Cardiac catheterization was recommended. On the following day, coronary angiography and index procedure were performed. The target lesion was located in the proximal left circumflex (lcx) with 99% isr of an unspecified stent and was 8 mm long with a reference vessel diameter of 4.0 mm. The lesion was treated with thrombectomy, balloon angioplasty and placement of a 3.50 x 12mm promus element¿ plus stent. Following post-dilatation, residual stenosis was 10%. The target lesion # 2 was a de novo lesion located in the saphenous vein graft (svg) to mid left anterior descending (lad) with 90% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The target lesion # 2 was treated with pre-dilatation and placement of a 2.50 x 28 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Two days post procedure, the patient was discharged on aspirin and ticagrelor. On (B)(6) 2014, the patient presented with shortness of breath, cough that was diagnosed as angina. Cardiac catheterization was recommended. Patient's chest x-ray revealed possible right lower lobe (rll) infiltrate. Coronary angiography was performed and revealed 95% isr in proximal lcx. The lesion was treated with unspecified cutting balloon angioplasty and placement of a 4.0 x 12mm promus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).